Event description:
Related manufacturer reference number: 1627487-2023-02368. It was reported that the patient had ineffective therapy. As a result, surgical intervention took place where the system was explanted to address the issue. The manufacture representatives were not made aware of the explant and were not present.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not return for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.